Event description:
Customer reported the camera and image intensifier are misaligned. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a beam alignment. System operates as intended. (B) (4).